Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: did the device cut? If the device cut, was the cut line complete? What was the appearance of the deployed staples (b-formation, irregular, legs straight)? Was the staple line complete? Additional information: I just sent your questions do our sales rep. I¿m going to send you the answers as soon as possible.

Manufacturer narrative:
(B)(4). Additional information: additional information received: upon receipt of additional information from the customer; it was concluded that this event does not meet the FDA defined criteria for a reportable event; MDR decision has been re-run and is changed to not reportable.

Event description:
It was reported that during a total gastrectomy procedure, the surgeon reported failure in the clipping while the linear stapler 75mm was being used. It was necessary to use the device for reservoir confection with slender loop during the total gastrectomy surgical procedure. During the use of the second charge, there was the system¿s locking with partial clipping of the intestine with no section of the place. The charge partially shot the clips but it did not section the loop. The charge was changed and the surgery went on without problems. There was no injury or adverse events to the patient.